Event description:
On (B)(6), 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter has a cracked display. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6), 2012 at 1pm. As part of her diabetes regimen, the patient claimed she is on an insulin pump; however at the time the alleged issue began, the patient denied taking any action regarding her diabetes regimen. It was noted by the cca, that ½ hour after the alleged issue began, the patient developed symptoms of diarrhea; however, the patient, denied seeking any form of medical treatment. At the time of troubleshooting, the cca determined the patient was not a 1st time user of the subject meter and there was no misused of the meter. Replacement products were sent to the patient. Based on the information provided, there is no indication that the product caused or contributed to a serious injury. The patient's symptom does not meet lfs's criteria for a serious injury and the patient did not receive any form of medical intervention. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4): the meter failed testing. The meter was found to have a cracked/ broken lcd.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.